Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose reading of 509 mg/dl, which was treated with a bolus. The customer stated that the keypad was unresponsive. She stated that her blood glucose reading was 325 mg/dl when she woke up, ate a small meal and bolused, but when she checked, it had risen to 509 mg/dl. She reported that she changed her infusion set and tried to complete the reservoir setup, but was unable to. The customer called to troubleshoot for the piston not moving. She checked her blood glucose reading again, and it was 598 mg/dl. Advised the customer to visit the emergency room. She stated she began to feel ill. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The piston was able to move back and forth properly during testing. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.